Event description:
Related manufacturer report number: 2916596-2021-05602.

Manufacturer narrative:
Section b2: "hospitalization - initial or prolonged" and "life-threatening" incorrectly selected in previous report. Section h6 medical device problem code: correction. "3190 - insufficient information" corrected to "3189 - no apparent adverse event". Manufacturer's investigation conclusion: the system controller was exchanged following the reported event of low flow alarms. A review of the submitted log file spanned approximately 533 days ( (B)(6) 2021 per time stamp). All data prior to (B)(6) 2021 is not relevant to this investigation. The low flow alarm activated on (B)(6) 2021 at 07:01 while connected to the power module due to flow falling below the 2.5 lpm threshold. This low flow incident is covered under the pump investigation in related manufacturer report number: 2916596-2021-05602. The driveline was disconnected on (B)(6) 2021 at 07:15 for a controller exchange. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event, including the serial number of the system controller and why it was exchanged; however, no response was received. Device history records could not be reviewed due to the serial number of the controller being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low flow alarms and the pump sounded different. The system controller was exchanged. The log file captured 3 backup battery fault alarms, 2 of which were caused by yellow wrench alarms as well. It was suggested to reseat the emergency backup battery in the system controller. An echocardiogram showed no unloading on the pump. An inflow obstruction was suspected. The patient's abdomen/chest got extremely warm throughout the day and they required additional oxygen. The patient's family ended up turning off the pump later that evening and the patient had passed away shortly after.